Event description:
Complaint report stated that the cutter was not cutting properly. This incident was discovered during surgery. There was no adverse effect on the pt reported. No other info was provided.